Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6)2022, infutronix received a complaint from an end user: "pump 707508 did not alarm for upstream occlusion when one was present." Device operator was unknown. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
The product was received on 2/20/2023 and the complaint was reopened on 3/21/2024 for pump evaluation. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/21/2024: the pump was then tested with the testing protocol for upstream occlusion alarms. During functional testing the reported issue was not duplicated. The pump successfully completed a 100 ml infusion without alarming upstream occlusion falsely or when it shouldn't have, and alarmed when the line was clamped. The pump also alarmed upstream occlusion when the bag was empty. The pump's event log was pulled and reviewed, in order to see if there were any upstream occlusion alarms. The upstream occlusion alarm can be seen by the "e04" code in the event log. Upon review of the log, the only e04 codes were from testing the pump's functionality during functional testing. There was no evidence of any infusion being ran on the pump at all besides the testing of the pump. It was also noted that the pump did not have the customer's desired library, "optmob", but was rather loaded with the library "plus_v1". Upon review of the pump's configuration records, it was programmed to optmob but upon physical review it does not have that configuration. Upon further review, since the pump was not correctly configured with the customer's correct library, this could have been the initial reason why the pump was flagged for return. The pump was reported for an upstream occlusion failure but there were no signs of an infusion being ran on the pump when the event log was reviewed. No signs of patient involvement. Reported issue not found, device not performing to specification.